Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 11/03/2016-correction to describe event or problem: the reporter contacted animas on 10/13/2016.

Manufacturer narrative:
Follow-up #1 date of submission 11/14/2016-correction to serial #, brand name, model #, & g5 PMA/510(k)#.

Manufacturer narrative:
Follow-up #4: date of submission 4-may-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: on investigation, the black box data records began 31-mar-2018; records from the date of the alleged complaint had been overwritten due to continued patient use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates and the pump passed delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.